Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2011 . This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2011. This is a list of my side effects and symptoms that I have experienced due to essure. I am on my period every other week, which is extremely heavy and all blood clots. If I have sex on my "off week", I bleed/spot afterwards. I have sharp stabbing pain in my abdomen, discharge, bloating, joint pain, migraines, and hair loss. I have never experienced these problems before essure. I have a doctors appointment (B)(6) 2015 and I am hoping that I can get essure removed from my body as soon as possible, so I can get back to the way my life was before essure, happy, healthy, and active.